Event description:
It was reported that during a cholecystectomy the olive plug broke. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Broken stopcock. Eval summary: the 512b instrument was returned with the stopcock assembly broken off, adhesive residues were noted on the assembly area. However, the olive button functioned as intended, no anomalies were noted. It could not be determined why the device reportedly malfunctioned. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.